Event description:
On (B)(6) 2013, a physician reported that he could not interrogate a patient¿s device. The patient could perceived stimulation, but the generator could not be interrogated. The wand battery was replaced and was determined to be adequate. The programming system was not plugged into the wall and the generator could be palpated. The wand was re-positioned, but this did not resolve the issue. An error message of ¿failure to receive all bytes in sequence¿ was seen. Follow-up showed that the physician¿s handheld device froze during interrogations. The rest of the programming system was confirmed to be working as intended. Review of programming history on the physician¿s handheld device showed that the patient¿s device could be interrogated.